Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, after the physician attempted to place the right ventricular (rv) lead several times, blood "flew" into the lead and the physician elected to remove the lead and used a different rv lead. No patient complications have been reported as a result of this event.